Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a staff member received professional medical treatment, following an accidental needle stick due to a new safe-t-pro lancet needle assembly that had fallen out of the white barrel. No other action or treatment resulted. A request was made for the return of the suspect device and a replacement was sent.